Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: medtronic product ID: capsurefixnovus - model 5076-58 non-defib lead; serial #: (B)(6); implant date: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported while reviewing this patient's registration in medtronic's device implant query, on the same day of the valve implant, a medtronic non-defibrillator lead was placed in the right ventricular septum due to an unspecified valve disease. No further information was available.